Event description:
It was reported that during transport, the ventilator seized up (not blowing air and numbers froze on the display) with no audible alarm while connected to the pt. No pt harm reported.

Manufacturer narrative:
The cable had an exposed wire. It is recommended that the turbine be replaced as a precaution.